Event description:
Event description guidant received information that the patient with this chronic right ventricular lead and pacemaker tripped and fell, prompting an evaluation of her lead. Under floroscopy, the physician observed that the lead had dislodged and repositioned itself. Since scar tissue had secured the lead in place, it was believed that the lead dislodged long before the patient's fall. The lead was unable to capture but the patient's underlying rhythm was adequate and thus, no adverse effects were observed. The patient believes her device is faulty and causing her health problems and she reported that she has hired a lawyer.